Event description:
During a surgery and the removal of 4 screws, it was not possible to remove 2 of the 4 screws. The 2 others screws were removed with difficulty. The screw heads broke while unscrewing. The surgery was prolonged by 30 minutes.